Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient seeing rainbows and halos out of the left eye approximately 37 days post lasik. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. The treatment report images do not show any sign of abnormally. The energy and spacing settings are within the recommended range. Log file review :the energy also stayed stable during the complete day. No abnormalities or other issues can be detected in the logfiles which could have contribute the reported issue. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, the plan is to have the optometrist observe the patient.